Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was not confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.15 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the surgeon was using the harmonic ace instrument to cut tissue, and the blade suddenly broke inside the patient. The fragment was retrieved during the operation. The procedure was completed with a backup da vinci instrument of the same kind. Due to the alleged issue, the procedure was delayed by 5 minutes.